Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, device-device testing, and clamp function testing were performed with no issues noted. Integrity of seal surface test and spike diameter measurement were performed with no issues noted. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the uv flash transfer set did not fit properly into the guide of the uv assist device and the customer had difficulty removing the transfer set from the device. The customer reported that the uv assist device would alarm when the patient tried to disconnect the y-set from the transfer set. The problem was resolved after replacing the transfer set. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.